Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was reading inaccurately erratic. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began four months prior to contacting lfs. On an unspecified date/time, the patient reportedly obtained blood glucose results of "410 and 173mg/dl" with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. The patient's testing frequency is not known and it is unclear if the patient suffers from other health conditions. According to the csr's documentation, the patient does not manage her diabetes with oral medication and/or insulin, the patient reportedly continued with her usual diabetes management routine following the reported meter issue, and subsequently, at an unknown date/time later the patient reportedly lost consciousness. Prior to the onset of her symptom the patient's previous blood glucose result (with the subject meter) is not known, it is not clear what action the patient took in response to her previous blood glucose reading with the subject meter, and it is also not known if the patient had made any changes to her meals, activity level, or diabetes management. According to the csr's documentation, on (B)(6) 2011 at 3:30am, the emergency medical services (ems) was contacted (reason unclear) and the patient reportedly received IV glucose as treatment. Prior to receiving treatment, the patient's blood glucose result with the subject meter and/or ems's meter are not known and it is not clear if the patient required additional medical intervention from a health care professional. On an unspecified date/time the patient claimed her blood glucose was tested with the ER/hospital meter; however, the patient's blood glucose result is unknown and the reason for the patient's ER visit is unclear. During troubleshooting, the csr confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting (mg/dl), and the blood glucose results were from the approved (per owner's booklet) sample site. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed a symptom that can be associated with a serious injury after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k073231.